Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of running continuously could not be reproduced. The right pedal was found collapsed in the activate position which causes a footswitch error and alarm when plugged into the control unit. Test mdu did not activate on its own. The complaint was not confirmed and the reported malfunction could not be duplicated during the product evaluation process.

Event description:
It was reported that when the pedal of device is released it continuous to keep working. Incident occurred before the case. There was not significant delay and no patient injuries.